Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that immediately following implant of this right atrial (ra) lead, far-field oversensing was observed on the atrial channel. Ventricular rate response (vrr) was programmed to off and the post-ventricular atrial refractory period (pvarp) was extended to 350 ms. Pacing threshold measurements had reportedly increased and were intermittent and p-waves had decreased from 5.4mv to 0.8mv. Ultimately, the lead was not able to be successfully repositioned and was explanted. The atrial port of the device was then plugged. To date, no adverse patient effects were reported with this clinical observation. At this time, the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.